Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in blood, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the outer insulation of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated damage at implant. Concomitant products: 5076 implantable pacing lead, (B)(6) 2013; c4tr01 implantable pulse generator, (B)(6) 2013. (B)(4).

Event description:
The patient reported that the atrial lead had come loose. The patient felt that it was due to having bronchitis and coughing hard. The lead was explanted and replaced. No patient complications have been reported as a result of this event.